Manufacturer narrative:
The device history file for both the ecoin device (502583) including the sterile load history report (B)(4) and the procedural kit lot: (300-875) available at the implantation facility were reviewed and there were no related issues found. The ecoin device is used to treat urgency urinary incontinence. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion on the cause of the reported issue. Therefore, the root cause code was selected as infection- indeterminate origin.

Event description:
The clinical study patient was implanted with the ecoin device on (B)(6) 2025, with no issues reported. The patient was prescribed prophylactic antibiotics from on (B)(6) 2025. On (B)(6) 2025, a wound infection was reported at the incision site. Additional antibiotics were prescribed from on (B)(6) 2025 and the infection resolved. The device was activated on (B)(6) 2025 with an amplitude setting of 4 ma.